Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise and low impedance; insulation damage was suspected. On (B)(6) during another follow up, the physician reprogrammed the device. The patient was asymptomatic and would continue to be monitored.